Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading insulin in the cartridge. Customer changed the syringe needle and the cartridge was successfully filled with insulin. Customer reported blood glucose to be within 54-500 mg/dl.